Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("mass in her pelvis with fetal parts and placenta"), ruptured ectopic pregnancy ("bleeding from a rupture in the mass"), embedded device ("essure device was embedded in her uterus"), device dislocation ("essure device was in her right hemipelvis / was not identified in pelvic mass") and genital haemorrhage ("constant abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 4 years after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe lower back pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (mass was excised, and a right salpingo-oophorectomy was performed on (B)(6) 2015) and surgery (emergency laparotomy on (B)(6) 2015). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and procedural pain outcome was unknown and the embedded device, device dislocation, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain and dyspareunia had not resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, procedural pain and ruptured ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: mass in her pelvis; on (B)(6) 2015: device was in her right hemipelvis. Hysterosalpingogram - in (B)(6) 2011: hsg test was performed. Ultrasound scan vagina - on (B)(6) 2016: device was embedded in her uterus. X-ray - on (B)(6) 2015: device was in her right hemipelvis. On (B)(6) 2015, plaintiff underwent a laparoscopy which revealed an eight centimeter right adnexal mass arising from her pelvis, as well as a mobile eight week size uterus. Upon inspection of the mass, the interior cavity was found to have fetal parts and a placenta. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("mass in her pelvis with fetal parts and placenta/pregnancy (with complications)"), ruptured ectopic pregnancy ("bleeding from a rupture in the masspregnancy (with complications)/ruptured fallopian tube"), embedded device ("essure device was embedded in her uterus/migration of essure device in uterine muscle"), fallopian tube perforation ("essure device was in her right hemipelvis / was not identified in pelvic mass/location of the perforation: fallopian tube"), pelvic inflammatory disease ("pelvic inflammatory infection") and genital haemorrhage ("constant abnormal bleeding/abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 1993, (B)(6) 1996, (B)(6) 2004, (B)(6) 2005, (B)(6) 2010) and premature delivery. Previously administered products included for an unreported indication: iud from 2010 to 2011 and depo from 2006 to 2009. Concurrent conditions included fibromyalgia, arthritis and obesity. Concomitant products included atenolol since 1992, gabapentin since 2010, hydrochlorothiazide since 1992 and tramadol since 2010. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), groin pain ("pain in right groin area") and abdominal pain ("abdominal pain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), procedural pain ("painful post-operative recovery") and complication of device removal ("complication of device removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (mass was excised (removal of still born), right salpingo-oophorectomy was performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and procedural pain outcome was unknown and the embedded device, fallopian tube perforation, pelvic inflammatory disease, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, dyspareunia, fungal infection, groin pain, abdominal pain and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, fungal infection, genital haemorrhage, groin pain, pelvic inflammatory disease, procedural pain and ruptured ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram - on (B)(6) 2015: mass in her pelvis; on (B)(6) 2015: device was in her right himepelvis; in (B)(6) 2011: total bilateral occlusion hysterosalpingogram - in (B)(6) 2011: hsg test was performed. Ultrasound scan vagina - on (B)(6) 2016: device was embedded in her uterus x-ray - on (B)(6) 2015: device was in her right himepelvis on (B)(6) 2015, plaintiff underwent a laparoscopy which revealed an eight centimeter right adnexal mass arising from her pelvis, as well as a mobile eight week size uterus. Upon inspection of the mass, the interior cavity was found to have fetal parts and a placenta. On (B)(6) 2011 : computed tomography of abdomen and pelvis with contrast : impression: soft tissue lesion within the cul-de-sac, as above, which may reflect focal fluid collection versus peritoneal implant soft tissue lesion within the cul-de-sac, as above, which may reflect focal fluid collection versus peritoneal implant. On (B)(6) 2016 : transvaginal ultrasound of the pelvis : impression: slight heterogeneity of the endometrium with trace fluid. Probable essure device embedded within the right fundal myometrium. Impression: post right salpingo-oophorectomy changes for ectopic pregnancy. An 8.2 cm heterogeneous collection anterior to the uterine fundus, underlying the surgical incision, may reflect bland or infected postoperative fluid, evolving hematoma, or less likely abscess. May consider fluid sampling as clinically warranted. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added - pelvic inflammatory infection, yeast infection, pain, abdominal pain and pain in right groin area and complication of device removal. Event verbatim was updated as essure device was in her right hemipelvis / was not identified in pelvic mass/location of the perforation: fallopian tube and pt was updated as fallopian tube perforation. Historical conditions added. On 1-mar-2018: medical records received: the reporter information and patient history and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.